Event description:
It was reported that while running samples on the bd max¿ system, bd max¿ instrument, false positives occurred. A sub-culture and/or gram stain might be performed and results were not reported out to patients. Assay used: sars-cov2. The following information was provided by the initial reporter: "problem recently, the number of false positive samples has been increasing, and we are investigating the cause. What assay/organism was false positive? A sub-culture and/or gram stain might be performed. How were false positives determined? Were they re-tested? With what assay? A sub-culture and/or gram stain might be performed. Were false positive results reported out to patients and was there any adverse event? No."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are having an increasing number of false positive on bd-sars-cov-2. The issue did not reoccurred and the case was closed by service. No action was taken. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 16sep2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(4) and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. The complaint is unconfirmed as no information was provided that allude to an instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running samples on the bd max¿ system, bd max¿ instrument, false positives occurred. A sub-culture and/or gram stain might be performed and results were not reported out to patients. Assay used: sars-cov2 the following information was provided by the initial reporter: "problem recently, the number of false positive samples has been increasing, and we are investigating the cause. What assay/organism was false positive? A sub-culture and/or gram stain might be performed. How were false positives determined? Were they re-tested? With what assay? A sub-culture and/or gram stain might be performed. Were false positive results reported out to patients and was there any adverse event? No."